Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer¿s mother reported via phone call that the customer received a critical pump error alarm. His blood glucose was unknown. The caller is unsure how the alarm occurred because the customer is away. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was not received in manufacture mode. Unit power up properly after battery installation. Unit was received with operating currents within specification. Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No critical pump error noted. However, unit was received with corroded electronic assemblies and corroded motor switch. Unit was received with corroded battery tube, minor scratches on case, cracked select button keypad overlay, cracked case corner of the belt clip rails near the battery compartment, broken belt clip rails, serial number label missing, cracked retainer, keypad overlay texture damage, peeling end cap address label and minor scratches on lcd window.